Manufacturer narrative:
Investigation result: no (B)(6) sample was available for investigation. The customer did not provide a lot number, however they reported that "air-in-line for ivig despite correct setup- 5 port line and compact chemo line. Air sensor detected air in line, chamber with ivig remained half full." Additional information also reported that it was used with the connecting product 11426965-04. As part of the investigation, the customer provided photographs of the reported sample and set-up; analysis of the photograph confirmed that air-in-line could be seen downstream of a full drip chamber; and that the air vent was opened with the drip chamber spiked into an infusion bottle. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 22003-0004 product in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris set had air in line. The following information was provided by the initial reporter: air-in-line for ivig despite correct setup- 5 port line and compact chemo line. Air sensor detected air in line, chamber with ivig remained half full. If the air vent was not opened it is possible that air would be pulled down the giving set. Sets used: 22003-0004. 11426965-04.